Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a endovascular aneurysm repair, the hemashield graft was inserted via femoral artery and a blood leak was noted from the side of the graft. It seemed that the leaking part was not a pin hole but the ragged part in the graft wall. The customer tried to stop the blood leakage by suturing the bleeding site; however, suturing made the hole in the graft wall larger. The hospital used clamps to stop blood leakage. The complaint product was used as an approach before the stent graft insertion. Although there was bleeding, transfusion was not required. The hospital did not report any patient effects; however, the surgeon felt that the procedure was more difficult due to the event. The product will not be returned as it was discarded.